Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell apart, head fell off, head broke off, "decapitated" heads - oral-b [device breakage]. Case narrative: consumer via e-mail stated that their oral-b toothbrush head fell apart and was "decapitated." It also fell/broke off of the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
19-dec-2022 case update: the reporter informed the company that the product has been discarded.

Event description:
Brush head fell apart...head fell off...head broke off..."decapitated" heads - oral-b [device breakage]. Case narrative: consumer via e-mail stated that their oral-b toothbrush head fell apart and was "decapitated." It also fell/broke off of the oral-b toothbrush. No injury was reported.